Event description:
Per the clinic, the patient experienced pain and magnet dislodgements during an MRI. However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet was completed on (B)(6) 2024. The implanted device remains.